Event description:
It was reported that in 2008, at 7:56 am the cath lab phoned the hotline and a report was entered into the database: pr1919 (medwatch 1219856-2008-00014). A sample was picked up from the hospital the following day and returned. A review of the note that accompanied the sample indicates that it is not the intra-aortic balloon (iab) in question in pr1919 but from a separate event. The following are the details of the event. On the event date, while in the cardiac care unit the md was inserting an iab via a sheath. The md met resistance and was unable to pass the iab through the sheath. As a result, the iab with the sheath was removed. The md inserted another iab sheathless without difficulty. There were no reported pt complications.

Manufacturer narrative:
Eval: intra-aortic balloon (iab), 3 dilators & 1 sheath were returned for eval. There ws blood on exterior surfaces of iab. Central lumen was bent approx 24 cm from distal tip. Catheter was accordianed/distorted approx 28.3 cm, 31 cm from distal tip, approx 1.2 cm in length & 21 cm above the bifurcation. A different guidewire was fed thru luer of central lumen & met minimal resistance approx 24 cm from the distal tip of the iab as it exited. Sheath was removed from bladder with minimal resistance & both sheath & bladder measured within specification. Vacuum was pulled on iab & held 5 minutes without fail. Iab was submerged & pressurized in water; no leaks were detected. Iab was manually wrapped & fed thru returned sheath with some resistance encountered as it exited onto catheter. Cal key & slide connector were attached to fiberoptic sensor (fos) cable. Slide connector sensor was examined & was properly seated in housing of slide connector. Fos cable was light level tested & failed, indicating a broken fos cable. Cal key was used with known good slide connector & passed. Fos wire & cable were examined & no obvious kinks were observed. During further eval, fos wire was observed broken approx 28.4 cm from the distal tip in distorted/accordianed area of iab & has been compromised during storage or further testing. Central lumen flushed with water with no obstruction or difficulty. DHR review was conducted on iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. Iab was able to pass through sheath with some resistance. No problem found with iab or sheath. Management will continue to monitor & trend for similar reports of this type. Follow up report will be filed if additional info becomes available.